Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned total thyroidectomy with laryngeal nerve monitoring the patient was intubated with an emg endotracheal tube. After the patient was placed in the operative position, there was a presence of high electrical impedances and the absence of feedback from the laryngeal percussion stimulation. Reintubation was performed with a new tube from the same batch. The new tube registered satisfactory electrical impedances. However, during the procedure there was no stimulation feedback by testing the two vagus nerves (on the dissected side for the first left side of the thyroidectomy) as well as on the second right side not yet dissected. The surgery was stopped without performing a thyroidectomy because it was impossible to confirm the proper functioning of the left recurrent nerve. Recurrent paralysis was confirmed postoperatively after vigilance fibroscopy on day 1 in hospitalization. Additional information received stated that the first emg tube would not pass the electrode check screen due to high impedance and there was no feedback, even when tapping on nerve. A stimulus probe was also used when checking and stimulating the nerves. The stimulus and threshold on the nim was set to 1.0. Troubleshooting was performed on the system when the issue occurred by checking the electrodes panel. The nerve injury began to heal and its unilateral.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Previously applied code fdc d03 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (nim standard emg endotracheal tube, 8229306). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the device was returned in a plastic resealable bag. There were traces of biological contamination observed on the ribbon near the black electrode traces. Some of the black electrode traces had scratches on them. There was also a white residue noted in the middle of the tube as well as in the middle of the ribbon. The adapter had some transparent tacky residue on it. The ribbon had multiple creases and folds, especially the middle of the ribbon. The ribbon also had a deep kink near the black electrode traces. The electrical check was performed and electrically, the resistance shall be less than 20 ohms, and measured red electrode 47.3 ohms, red with clear tube electrode 42.1 ohm, blue electrode 35.8 ohms, and blue with clear tube electrode 32.7 ohms, which was out of specifications. Functionally, the device was connected to the nim system while black electrode traces were submerged in saline for electrode check and functional test. The electrode check failed on vocalis1, and while manipulating the ribbon, there was an excessive noise (over 200 v) recorded on vocalis1 during the functional test. For further analysis, a syringe was used to inject 20 cc of air into the cu ff, and the cuff inflated/deflated with no issues. Furthermore, the cuff was inflated and submerged under the water for leak observations and there was no leakage observed. H6: previously applied codes fdm b21, fdr c21 and img g04134 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.